Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. .the patient alleged heaviness in the chest, difficulty in breathing, runny nose and sore throat, nausea, headache and dizziness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging heaviness in the chest, difficulty in breathing, runny nose and sore throat, nausea, headache and dizziness, allergy related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal inspection of the device was completed by the manufacturer and found dust/dirt around the filter port, fan, blower box. The external investigation showed that there were no signs of contamination on the outside of the device. No humidifier was returned with the device, pil is unable to address or investigate the complaint of thermal issues. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes the device has dust/dirt around the filter port, fan, blower box. There were no signs of contamination on the outside of the device. No humidifier was returned with the device, pil is unable to address or investigate the complaint of thermal issues. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. There was no evidance of sound abatement foam degredation. Section d8, d9 and h3, h6 updated in this report. Section h6(clinical code) corrected in this report.